Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported to boston scientific via a healthcare provider correspondence, that the patient with this device underwent cardiopulmonary resuscitation due to an associated system lead fracture. The letter was requesting financials from boston scientific's third party insurance provider, so as to clear incurred expenses. The information provided to boston scientific initially did not include lead manufacturers information and a historical system review of previously reported product performance issues however, the field representative was able to confirm that all leads were non boston scientific products.